Event description:
It was reported that during an unknown procedure, the buttons were intermittently working and then the min button was not working at all. The device was reassembled. However, the device kept giving an error code 5. Surgery was prolonged 20 minutes. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.